Manufacturer narrative:
Baxter's evaluation concluded that the reported condition, failure to alarm downstream occlusion, was unable to be confirmed during evaluation as the device was tested and performed within specification. The pumps pressure/down stream occlusion recorder was 29.0psi. The recommended specification is 22 +/- 10 psi. The device was tested per procedure and release for clinical use to the customer on 02/03/2008.

Event description:
The user facility reported to baxter that the device failed to alarm, downstream occlusion, as expected during incoming bio-medical inspection testing. There was no patient involvement.